Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided picture noted the upper jaw of the device had broken off from the distal end of an ar-12990 knee scorpion with batch number: 10804799. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Event description:
On 10/25/2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion had the top jaw of the knee scorpion break off. The surgeon retrieved the broken piece safely out of the knee. This was discovered during a meniscal root repair procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.